Event description:
It was reported that during pt intubation, a larger monitor was connected to the avl monitor as a secondary monitor. The monitor screen turned green and there was static. The user manipulated the cable connector to get a clearer picture. The intubation was successfully completed using the same equipment and no pt injury was reported.

Manufacturer narrative:
The customer returned the monitor but not the baton. The reported incident was not confirmed through testing of the monitor. The avl monitor was replaced for the customer. Although the incident was not confirmed through original testing, additional review of the returned product will occur.